Manufacturer narrative:
Component code: g03001. The field service representative (fsr) was dispatched to resolve the issue. The fsr performed few troubleshooting tasks including the refitting of the probe clamp block to stat probe, which was dropped by the customer while replacing the probe, and the replacement of the buffer sensor straw which was filled with air bubbles. The refitting of the probe block kit and the replacement of the buffer sensor straw with standoff resolved the issue. A review of the analyzer¿s service history revealed no contributing factors on or around the time of the issue. There have been no further occurrences of discrepant results reported by the customer since the current complaint. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and addresses troubleshooting of elevated concentration and erratic sample results. The architect I systems service and support manual provides removal and replacement procedures for the buffer sensor straw with standoff and the probe block kit. A review of the architect ia tracking and trending data in the architect ia monthly product monitoring review revealed no adverse trend for the architect i2000sr. The calculated erratic rates for the architect i2000sr were all below the upper control limit. Further review identified no adverse trend for the i2000sr and no similar issues for discrepant results as described in this complaint. Additionally, no adverse trend for the buffer sensor straw with standoff and the probe block kit was identified. No product deficiency was identified.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A followup report will be submitted when the evaluation is complete.

Event description:
The account generated false positive architect stat high sensitive troponin-I that repeated lower when processing on the architect i2000sr. On (B)(6) 2021, sid (B)(6) generated positive architect stat high sensitive troponin-I of 36.3 pg/ml on a male patient that repeated negative of 21 pg/ml with an amended report. The account uses a male reference range of 0 to 34 pg/ml. No additional patient information was provided. No impact to patient management was reported.